Manufacturer narrative:
(B)(4). Eval, results and conclusion: arterial/vessel occlusion. Moderate right renal calcium and plaque.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. Vessel morphology was reported as an aortic neck had an angle of 15 degrees, moderate right renal calcium and plaque. An endurant abdominal stent graft system was implanted and there was good bilateral renal blood flow post implant. It was recently reported that one month ago there was occlusion in right renal artery. The pt had not experienced back or abdominal pain and had no skin discoloration. The physician implanted a bare metal stent in right renal artery. The reason for occlusion is unk; however, the physician believes that there may have been calcium which occluded the orifice or it is possible that the bare spring may have landed at the ostium of the renal artery. The physician assessed that the fabric portion of the stent graft did not cover the renal artery. No additional clinical sequelae were reported and the pt is fine.